Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 49 mg/dl and upon waking up from a nap, the customer went unconscious and had a seizure. The contact tried to give the customer juice to address the low bg. The customer was taken to the emergency room and was admitted to the hospital. The customer was treated with dextrose and underwent blood testing. The customer was discharged the next day. The low bg was resolved and the customer was feeling better. The contact stated that the low bg was due to physical activity that took place that day.